Event description:
It was reported that the patient experienced a severe hypoglycemic event during the night of (b)(6) 2026 while wearing the Pod for more than 72 hours. The patient's blood glucose values reached 2.6 mmol/L (46 mg/dL). The patient reported awakening with sweating and feeling sleepy and unable to take action independently. The patient required assistance from a family member, who provided lemonade, a breakfast bar/biscuit, and Dextro Grape sugar tablets. The patient's symptoms reportedly improved following consumption of carbohydrates. The patient reported that they believed they may have consumed excessive carbohydrates while treating the hypoglycemic event, resulting in subsequent elevated blood glucose levels requiring correction. The patient reported feeling unwell for the remainder of the day following the event. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.